Manufacturer narrative:
Section b5: additional information received from the hospital general surgery report source stated that the blood loss did not occur due to the use of an intuitive surgical product. It was reported that the bleeding occurred during extensive dissection with an unspecified instrument, and was an expected part of the surgical procedure as bleeding is always possible with this surgical task. The estimated blood loss was 100ml. The prograsp forceps cable broke while in use at the time and hemostasis was obtained by clamping with another instrument and with bipolar energy. There was a procedure delay of less than 15 minutes with no clinical instability during the time it took to obtain and install a backup instrument. The instrument was analyzed and found the primary failure of instrument grip cable broken to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance (rpms) analyst. Per the investigation, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported during a davinci robotic lymphadenectomy procedure, the 8mm prograsp forceps instrument had broken cables. The patient experienced major bleeding from the right iliac artery. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details had been received.